Event description:
It was reported that the left ventricular threshold had increased to 4.0 v, 0.5 ms five months post implant. Intermittent loss of capture was noted. The output was programmed to a higher voltage.